Event description:
It was reported that an ilet user experienced a charging issue in which the ilet battery indicator did not increase while placed on a charging pad that displayed a solid green light, with device orientation and outlet function not yet confirmed. Symptoms included no user-reported adverse physiological effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with the user to assess charging pad function, outlet variability, and device alignment. Investigation of this case revealed that the source of the charging failure had not been isolated between the charging pad and the ilet battery at the time of the report. It was concluded that further evaluation would be required to determine whether the issue involves the charging accessory or the device battery system.